Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); bg value not provided. Suspected cause was due to customer being unable to bolus for meal due to pump would not allowing customer to progress through the load fill tubing sequence. Customer administered manual injections to treat elevated bg. Tandem technical support successfully guided customer through load fill tubing sequence.